Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error message code on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient to reset the device on (B)(6) 2014 and system did reset.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 08/27/2014. The root cause was determined to be a hardware component failure.